Event description:
Based on the review of the document titled "tsukada_2023_transarterial embolization," the study focused on evaluating the effectiveness and safety of transarterial embolization (tae) and transvenous embolization (tve) for treating transverse-sigmoid sinus dural arteriovenous fistulas (davfs) with cortical venous reflux (cvr). Medtronic products included onyx liquid embolic and marathon microcatheter. There were no deaths reported in the study population. The study highlighted that both tae and tve had high complete occlusion rates and low complication rates, with tae reducing radiation exposure. Adverse events included complications without worsening, recurrence requiring retreatment. Complication without neurological symptoms included difficulty in removing the catheter after onyx injection in the tae group. In the case in which the catheter became difficult to remove after onyx was injected from the occipital artery, the microcatheter was severed and was left in the external carotid artery, due to strong traction. No new symptoms or additional treatment was required due to the complication. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-onyx (unknown); implant date: n/a; explant date: n/a. G2: citation: authors: tsukada, t., yoshida, k., sato, m., & tominaga, t. Transarterial embolization for transverse-sigmoid sinus dural arteriovenous fistulas with cortical venous reflux: a retrospective study. Journal of neurointerventional surgery 1-6 2023. 10.1177/15910199231195135. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.